Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a hematoma around the outflow graft of the left ventricular assist device (lvad) and was taken back to surgery for an evacuation. The patient underwent mediastinal re-exploration with evacuation of pericardial hematoma on (B)(6) 2021. The hematoma was successfully evacuated with significant improvement in hemodynamics, which allowed for the removal of their temporary right ventricular assist device (rvad). The patient's log files were submitted to technical services for review. No unusual events were observed in the log files. The patient was improving and moved out of the intensive care unit (ICU).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported pericardial hematoma could not conclusively be established through this evaluation. Review of the submitted log file showed the system operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.